Manufacturer narrative:
Product event summary-the device was returned and analyzed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two months post implant the patient had symptoms of dizziness and chest tightness. "X ray examine found no lead fracture or dislodgement". The physician decided to replace the device with a new one due to a possible device malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).